Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that a patient on impella cp support had a computed tomography (CT) of the brain that showed multiple cerebrovascular accidents. CT was done again showing evolving strokes but not worsening. Neurologist concluded that the strokes were not the culprit for the patient absence of neurology status. Additionally, the patient experienced run of ventricular tachycardia requiring one round of cardioversion. The patient went into ventricular fibrillation arrest and the decision was made to withdraw care and the patient expired.